Event description:
It was reported that there was air within the watchman access system (was). A left atrial appendage (laa) closure procedure was being performed. A was and a watchman laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture. A pigtail catheter was positioned in the patient and the physician then inserted the was. While positioning the was in the patient it was discovered that there was air within the sheath of the was. The was was removed from the patient and replaced with a new was. The procedure was continued and successfully competed with a closure device implanted in the patient. There were no complications that were reported to have occurred as a result of this event.

Manufacturer narrative:
Device evaluation by MFR.: the returned device consisted of a watchman access system. Inspection of the device revealed a kink in the sheath 37.5cm proximal of the tip. Inspection under the microscope found no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The valve leaked when completely closed. The observed damage was attributed to procedural factors due to the forces that are put upon the device during insertion, advancing, and manipulation. Product analysis could not confirm the reported event as clinical circumstances could not be replicated. It was considered likely that the reported air in device occurred as a result of factors encountered during the procedure.

Event description:
It was reported that there was air within the watchman access system (was). A left atrial appendage (laa) closure procedure was being performed. A was and a watchman laa closure device & delivery system (wds) were selected to be used. The physician successfully performed the transseptal puncture. A pigtail catheter was positioned in the patient and the physician then inserted the was. While positioning the was in the patient it was discovered that there was air within the sheath of the was. The was removed from the patient and replaced with a new was. The procedure was continued and successfully competed with a closure device implanted in the patient. There were no complications that were reported to have occurred as a result of this event.